Event description:
Device report received from (B)(6) indicates a prodisc-l implanted on (B)(6) 2011, was explanted. Pt experienced a pedicel fracture, on (B)(6) 2012 the prodisc-l was removed and pt was implanted with an alternate device.

Manufacturer narrative:
(B)(4): placeholder.

Event description:
This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number was not provided.